Event description:
Mother experienced rupture of her uterus during labor. Vacuum extractor applied to effect delivery. Two different types used, 4 pop offs with the mityvac. Infant suffered subgaleal hemorrhage. Infant born by cesarean section after failed attempts at vacuum extraction with 2 different vacuums. Baby diagnosed with chorioamnionitis as well as the subgaleal hemorrhage.